Event description:
Additional information received per the patient reported that ¿she had someone in her building messing with her unit." The patient stated that ¿there were people living upstairs that were harassing her by aiming something at her back to cause the pain and the pain was unsurmountable with lidocaine patches and oxycodone.¿ it was later noted that the patient was able to recharge her implantable neurostimulator and that the patient ¿moved to a different location in her apartment.¿

Event description:
It was reported that there was a coupling problem. The patient stated she would be charging with all eight boxes shaded in and then it went blank. The patient knew it was the men upstairs. The patient stated there were men upstairs from workman¿s comp harassing her and hacking into her device and they were cutting her connection. According to the patient, the workman¿s comp people were electrical geniuses and were getting to her device somehow. The patient stated the workman¿s comp people did not to pay for another unit so they were making up lies about her. The patient stated she knew it sounded crazy. The patient mentioned saying something to the manufacturer representative but did not specify the information conveyed. The patient declined assistance for troubleshooting the coupling issue. The patient was redirected to the healthcare professional (hcp). However, the caller stated she was not going to bring it up to her doctor and was just going to ¿let it go and keep things to herself.¿ refer to manufacturer report # 3004209178-2014-00619 for the patient¿s prior allegations related to people hacking her device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0424776v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0424776v, im planted: (B)(6) 2004, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).